Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator did not push the stop button at the end of a routine hemodialysis treatment and therefore, could not initiate automated rinseback. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator did not push the stop button at the end of treatment as directed in the user's guide. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training regarding end of treatment and rinseback procedures. Nxstage medical considers this report closed. No add'l info will be provided.